Event description:
Customer reports one incident of a blood leak in the middle of patient treatment on reuse #10. Noted by visible blood in the dialysate, blood leak alarm and confirmed with hemastix. Estimated blood loss was 250 cc's. Treatment was continued with a dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.